Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during an unknown surgery of the knee, it was observed that the truespan meniscal repair system peek 12 degree did not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated; visual inspection reveals that first plate is out of the applier needle. The plastic sleeve was removed to verify the presence of the second plate, the plate was found inside the applier needle. Rests of biological matter were found inside the applier needle. The functional test was performed with the remaining plate, a soft tissue simulator was used; the device performed as intended, no obstruction was felt during the insertion and deployment of the plate. The red trigger was tested several times, no obstruction was felt. The spring pusher tip is in good condition, no structural anomalies were found. A manufacturing record evaluation was performed for the finished device 8l77797 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test result, this complaint can be confirmed. A possible root cause can be attributed to a portion of tissue that was entered inside the applier needle while it was inserted into the meniscus causing a mechanical obstruction of the second plate when it was going to be deployed; therefore the second plate could not be deployed, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: upon visual inspection of the photo, the device is shown over its packaging box. The first plate is already deployed. A manufacturing record evaluation was performed for the finished device 8l77797 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to provide a root cause and to determine why the customer experienced the failure. As per the instructions for use; locate the intended position of the second implant, which should be approximately 6 mm to 9 mm from the first implant. Penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. At desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click.¿ at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.